Event description:
It was reported that the jetstream catheter lost suction. A 2.1mm jetstream xc atherectomy catheter was selected to treat peripheral arterial disease for instent restenosis of the superficial femoral artery to the popliteal artery. It was noted that the jetstream catheter was used as per recommended and the correct technique of 1 mm/sec adhered to. The treatable lesion was broken up into 20 second intervals with 2 passes with blades up and blades down. During the third treatment on the first blades up pass, the catheter lost flow into the waste bag. Procedure was stopped and catheter removed from the patient and rex/reprimed in an attempt to clear the catheter without success. The procedure was completed successfully using another jetstream catheter. No patient complications were reported.